Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2023 and a drain was used. During surgery, when it was connected, it felt as if the product was clogged so another product was used. Further details are not provided . There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not returned. Additional information has been requested however not received. Attempts have been made to obtain the device. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? J2117384. Please confirm, was the new drain implanted during the same/initial procedure? Unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sales rep about the device returning. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: one complaint sample of drain of around 400 mm was received for evaluation, during visual inspection, no negative observation was identified, except short length of the product. Furthermore, functional test (manual suction) was performed with received drain, and it was found ok functionally. During investigation of the complaint, batch manufacturing record and retained sample review was performed. No discrepancy as per the reported defect was observed. Retention sample of complaint lot were checked and found satisfactory. As per standard practice, 100% inspection was carried out, visually. Before and after packing of finished goods, prior to the product release. There was no scope at end to missed such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information; h4, h6. Type of investigation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.